Manufacturer narrative:
The device was evaluated and as stated in section b5 , inspection found that the connecting tube of the subject device is falling off. The root cause of the reported issue cannot be conclusively identified. Based on investigation, the reported issue probable cause was due to stress and deformation found on the device . Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device inspection "part of connecting tube is fallen of ". There was no patient involvement in this reported event.